Event description:
It was reported to MFR from plaintiff's attorney via summons. It stated that a visiting home nurse was attending to their pt and pt was situated in a "hoyer" lift, suspended above their bed when the lift malfunctioned and failed to lower. As a result of this their pt was stranded in the lift. An equipment technician from at medical co, who was present at the pt's home, was unable to repair the lift. The technician suggested that he and the nurse cut the lift straps, and catch the pt in mid-air and lower pt to their bed. They preceded to cut the straps, and as both the nurse and {plaintiff} experienced a sharp pain in their lower back. As a result of this plaintiff missed work intermittently for weeks and went on permanent disability april 2003.